Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Bd technical support service team has reached out to the customer for additional troubleshooting and guidance. With regards to the low draw volume in the tube, it was determined that the customer is not utilizing a discard tube during the initial patient draw (as per their sop to minimize blood loss from patients); however, bd noted to the customer that the discard tube does not necessarily need to be filled but just have the initial blood flow in to clear any air space from the line. Bd recommended to the customer that a discard be used to ensure maintenance of the proper blood-additive-ratio of the specimen. With regards to the 'frothing' observed, bd discussed with the customer that this issue may potentially be attributed to the weight of the blood collection needle hub causing the IV needle to press against the top wall of the vein. The facility did not have any further information relating to the product catalog/part number or lot number but did note that there were no erroneous results generated as a result of the low draw volume, as testing had not be completed with those samples. Bd will continue to monitor and provide updates if additional information is received. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a unspecified bd wingset was defective. The following was reported, "it was reported there was air leaking when syringing. It was reported the tubes were frothing and underfilling."